Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm for the last few days. Customer disconnected her pump from herself, but she continued to have no delivery alarms during the night. Customer thought it may be a reservoir issue. Customer changed out the reservoir with another infusion set. Customer's blood glucose level was 62 mg/dl. Customer treated with eating hash browns and sweetened soda. Customer had a low blood glucose level from giving herself too much insulin and not paying attention. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer has a back-up plan of manual injections. Customer is going to continue using continuous glucose sensors. No further assistance required.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.